Event description:
The customer initially reported that one ratchet side came out during surgery. On (B)(6) 2011, dealer reports that the broken piece of the device did not fall into the surgical wound but onto the area outside of the open wound. No x-ray taken because not needed. On (B)(6) 2011 the dealer reports the surgeon was performing a coronary artery bypass graft (CABG).

Manufacturer narrative:
Root cause: after a thorough and comprehensive investigation of the instrument and all associated quality records, the finding of a broken locking mechanism is confirmed. The cause of this problem is inadequate cleaning and exposure to chloride in one form or another, which caused corrosion and pitting. This issue cannot be attributed to a mfg-related deficiency. No further action is required from a quality standpoint. Failure analysis: the reason that side came off was most likely due to the amount of erosion visible where it had been. Also the hole where the piece had been screwed into the handle appears to have corroded through. The remaining side, while still in place, has a good bit of corrosion visible on the outside edges. Most likely, it would eventually have come off. This corrosion and other spots of corrosion and pitting are the result of exposure to chloride in one of its many forms, including bioburden. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.